Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up information: correction of country from india to china in e1.

Event description:
The following was reported to hamilton medical ag: on may 11, 2023, the department reported that when the ventilator was turned on for testing, the oxygen battery test failed and the equipment was unable to detect oxygen concentration. Engineers respond and inspect the department on-site. After testing, it was found that the oxygen battery of the equipment is faulty and needs to be replaced. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, the department reported that when the ventilator was turned on for testing, the oxygen battery test failed and the equipment was unable to detect oxygen concentration. Engineers respond and inspect the department on-site. After testing, it was found that the oxygen battery of the equipment is faulty and needs to be replaced. No patient involvement.